Event description:
Dealer stated that the unit over heated the batteries overnight and dealer stated when he came in to the building in the morning he could smell acid, one of the batteries was leaking